Event description:
An elderly female with severe aortic stenosis was brought to the cath lab for a tavr procedure. General anesthesia was initiated. Tee probe was introduced. Hemodynamic monitoring was performed throughout the case. Left femoral arterial access and right femoral arterial and venous access were obtained by modified seldinger technique a tte probe and temporary transvenous pacemaker were placed in the right ventricle by right femoral vein. 6 fr pigtail catheter was advanced from right femoral artery to the ascending aorta. Ascending aortography was performed to establish optimal valve deployment angle. 14 french sheath was then placed by the left femoral artery over lunderquist wire. 6 french al1 catheter was then advanced in the ascending aorta over 0.035 j tipped wire. Aortic valve was then crossed with a straight 0.035 wire and al1 catheter was advance in the left ventricle over the wire. Straight wire exchanged to a regular j-tipped wire into the ventricle over a pigtail catheter. Confida wire was then advanced to the apex of left ventricle through the pigtail catheter. Pigtail catheter was then removed. Medtronic corevalve evolut pro size 26 valve was then advanced over the confida wire to the ascending aorta. The aortic valve was then crossed with the evolut pro valve. Deployment position was confirmed with ascending aortography. At this stage, patient became severely hypotensive. Core valve was brought back to the descending aorta undeployed and removed. Pressure further dropped despite administrating vasopressors. There was no palpable pulse. CPR was initiated. Dc shock was delivered few time for v fib. Tee images showed no ai but akinesia of entire lv. With the pigtail catheter, abdominal aortogram was then performed that showed perforation of abdominal aorta. A 10 x 40 mm balloon was then inflated in the aorta proximal to the perforation to reduce distal flow. CPR was continued with no success and the patient died. Two medtronic sales representatives were present during the procedure.